Event description:
The pt reported blood glucose results of "290 mg/dl, 210 mg/dl, and 160 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.